Event description:
On (B)(6) 2007 patient was found unresponsive and unarousable allegedly as a result of failure of her minimed insulin pump to function as intended. The patient is allegedly to have had a critical low blood glucose level and suffered from cerebral edema. It is claimed that the patient's health has been permanently altered allegedly due to the failure of her minimed insulin pump. She also subsequently underwent a tracheotomy and the placement of percutaneous endoscopic gastromy. She was treated at a long term rehab facility that specializes in brain injury patients. She currently received care required for her activities of daily living. Attorney alleges: "medtronic recently issued an urgent safety notification for the paradigm infusion sets on (B)(6) 2013. This notification warns that "[e]xposure of the inside of the tubing connector to fluid including insulin...can potentially result in too much or too little insulin being delivered, which may cause hypoglycemia or hyperglycemia, which in extreme cases, may cause loss of consciousness or death." The (B)(6) 2013 notification pertains to paradigm infusion set model mmt-396, which is the same infusion set model (B)(6)was using at the time of her injuries. ID. Also on (B)(6), 2013, the FDA issued a class I recall for the device for the same reason the safety notification was issued. (B)(6) began using the minimed insulin pump and the paradigm infusion sets on or about (B)(6) 2001. She continued using both the minimed insulin pump and paradigm infusion sets until (B)(6) 2007. On or about (B)(6) 2007, (B)(6), a (B)(6)student at (B)(6) university, was found to be unresponsive and unarousable by her roommate as a result of her malfunctioning minimed insulin pump and paradigm infusion set. Emergency personnel from both (B)(6) university and (B)(6) were called to the scene. (B)(6) was nonresponsive and had a critically low blood glucose level. Emergency workers established and managed an airway and gave her an intravenous dose of d50 (highly concentrated glucose). (B)(6) was then transported emergently to (B)(6) hospital."

Manufacturer narrative:
The batch documentation for both lot numbers have been investigated and found within specifications. Ref samples were not tested because the expiration date is exceeded adn ref samples are no longer available. But the references samples from lot 2207347 were tested on (B)(6) 2008 for visual and needle tests and they were found within specifications. Based on these results, the claimed failure can not be confirmed. If a new information becomes available, the complaint will be reopened and appropriate actions will be taken. The pump was not returned to medtronic. Therefore no information on the pump history is available.